Event description:
It was reported the patient expired; the device was returned to the manufacturer. The cause and date of death was not reported. No other information was available as of the time of this report.

Manufacturer narrative:
Final device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.